Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Multiple cartridge and infusion set changes were performed and the occlusion alarms continued. The customer's blood glucose (bg) level ranged between 261-300mg/dl and a manual injection was administered to address the bg level. The customer troubleshot the issue on their own and the occlusions were found to be within the cartridges. A new cartridge was loaded and insulin was verified to be exiting the cartridge pigtail. An additional occlusion alarm was received the following day. The customer's bg level was 84mg/dl and the customer alleged there was an underlying pump issue causing these occlusion alarms. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion. During a follow-up, the customer stated no additional occlusion alarms had been received and their bg levels were fine.